Event description:
The nurse emailed to report that the customer received a button error twice during a battery change. The customer's blood glucose level at the time of the event is unknown. No further information was reported.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, corrosion was found at keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.